Event description:
After almost 1 month of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized, and released according to applicable standard operating procedures. Please see attached analysis #20070730 for complete details.